Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 160 units of insulin, and remained static at 60 units. Additionally, cold insulin was used to fill the cartridge. The customer's blood glucose level was 190 mg/dl. The customer confirmed that the insulin gauge would continue to be monitored. Recommendation was made by tandem technical support to fill the cartridge with room temperature insulin per labeling instructions.